Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 1126 mg/dl and the customer was vomiting. A correction bolus was delivered in an attempt to lower the bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with an intravenous insulin drip. The cause of the high bg was not known. The contact thought that there may have been a pump alert; however, as the pump was not with the contact at the time of the report, it could not be verified. The customer was discharged on (B)(6) 2017 with a bg of 120 mg/dl. Although requested, additional information regarding a possible alert was not provided.